Event description:
It was observed during central processing that the prograsp forceps instrument had a problem. No further information was provided. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of reprocessing issue cannot be confirmed. Item is returning for evaluation, no complaint against it. Visual inspection of grips/wrist assembly with no magnification shows no obvious damage. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .050 - .150 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.